Event description:
The reporter stated the surgeon implanted a (B)(4) collamer aspheric single piece lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to a refractive error. The lens was cut into pieces to remove from the patient's eye with no injury, no enlarged incision or sutures. A 22.0 diopter lens was implanted. The reporter stated the event was due to a calculation error and was not lens related.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem: patient: (B)(4) surgical procedure, secondary surgery, (B)(4) (refractive error). Device: (B)(4) explanted. Evaluation: results: visual inspection of the returned product found the lens torn into two pieces. The lens was returned in liquid. Conclusions -(no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation:method - medical review.results - medical review - review of this file indicates that the surgeon initially implanted a 19.0d lens then exchanged it with a 22.0d 2 months after implantation due to a refractive surprise. The 3d difference was due to a miscalculation and not due to the device itself. The adverse event is due to a user error.(B)(4).